Event description:
Patient seeking legal action. Legal claim letter and implant operative report and sticker sheet received from patient's legal counsel. Claim letter alleges pain, bursitis, discomfort and an extended hospital stay following revision surgery due to an adverse reaction to the anesthesia, depression and anxiety.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.